Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported event of "high power" could not be confirmed with log files analysis since log files were not provided for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, the progression of their underlying disease and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Sepsis is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains sepsis as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to sepsis. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after implant and weaning, the pump powers remained elevated and higher than expected at 2100 rpms and 3 watts. The patient remained stable during this time but on (B)(6) 2017, the lactase dehydrogenase (ldh) started to increase to over 1000. On (B)(6) 2017, the ldh increased to 4500 and the patient had hemolysis and dark urine. The site decided to perform a pump exchange and the procedure was uneventful.  It was further reported that after the initial implant, the chest was left opened due to the inability to obtain access through the groin for hemodialysis. The patient was reported to have died due to sepsis on (B)(6) 2017.  There was no confirmed thrombus on the explanted pump.